Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, an intermittent capture was noted on the right ventricular (rv) lead. The lead was capped and replaced on 02 nov 2022. The patient was in stable condition.